Event description:
It was reported that the tray component packaging was deformed with a bd vacutainer® push button blood collection set with pre-attached holder. This occurred on 17 separate occasions prior to use. The following information was provided by the initial reporter: tray component of packaging deformed. This has resulted in the paper not being able to seal to the plastic part.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer's indicated failure mode for damaged and open packaging with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for damaged and open packaging with the incident lot was observed. Root cause description: based on the investigation, no root cause from the manufacturing process could be determined. The most likely root cause was determined to be related to transportation conditions post-manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: fmi/jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tray component packaging was deformed with a bd vacutainer® push button blood collection set with pre-attached holder. This occurred on 17 separate occasions prior to use. The following information was provided by the initial reporter: tray component of packaging deformed. This has resulted in the paper not being able to seal to the plastic part.